Event description:
Patient admitted for elective diagnostic cardiac catheterization. Following diagnostic catheterization, it was found that the patient had a mid left anterior descending artery occlusion which would be amenable to atherectomy. The physician chose diamondback 360 coronary orbital atherectomy system. While performing atherectomy, a perforation of the coronary artery occurred, which resulted in pericardial effusion and cardiac arrest. Despite aggressive attempts at resuscitation, including insertion of a covered stent and pericardiocentesis, the patient expired.